Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient stated they are getting the device removed tomorrow. Patient stated they have not charged the device in a month because it causes too much pain for them. Patient said they are so thin and there is not enough meat to cover it up so there is no pillow to protect it so getting in and out of a car, sitting on the couch, can't use the roller to exercise, laying on the floor is miserable. The caller wanted to know if there was anything that they should do prior to the using. Pss reviewed ins should be off ( if it isn't already) and the patient was redirected to their healthcare provider to further address the issue.